Event description:
The patient underwent, on (B)(6) 2010, a surgery to stabilize the vertebral column, the surgeon used the actifuse in a correct manner (in the presence of the rep). After one week, (B)(6)-2010, the doctor realized that the patient was suffering from an infection. Following blood and culture analysis, the presence of escherichia coli was found. The patient underwent a new surgery, during which the doctor saw the presence of pus in the application site of actifuse. In the same surgical site actifuse, bars and screws were applied. The patient had to be hospitalized for an additional period of time. When this incident was reported, the patient was still in hospital but he was recovering in health.

Manufacturer narrative:
Lot history records have not identified any anomalies related to the pre-sterilization bioburden results of the product batch involved, or the subsequent sterilization of the product by gamma irradiation.